Event description:
The company was notified that, the pt experienced a decrease in performance with his device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing indicated that the device was functioning. However, it was decided to explant the pt's device due to gradual worsening of performance since implantation. The pt's device was explanted.